Manufacturer narrative:
The harmonyair ems was manufactured in 2015 and is serviced and maintained by the user facility. A steris service technician arrived onsite to inspect the harmonyair ems and found that one of the bearings located above the column had separated. It appeared that two components of the bearing "unscrewed" from each other subsequently causing the rotating column to disconnect from the harmonyair ems and fall to the floor as stated in the reported event. The steris service technician replaced the bearing, tested the function and operation of the harmonyair ems and returned the unit to service. While onsite, the steris service technician inspected the other four (4) harmonyair ems units within the user facility and no issues were noted. The bearing subject of the reported event has been returned to steris for evaluation. A follow-up report will be submitted when additional information becomes available. A complaint review has determined this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the cover of the rotating column bearing on their harmonyair equipment management system (ems) was crooked and appeared to not be level. The user facility's service team inspected the unit and while shifting the boom the rotating column bearing fell to the floor. User facility personnel elected to cancel patient procedures. No report of injury.

Manufacturer narrative:
The bearing subject of the reported event was returned to steris for evaluation. Evaluation results found that three set screws in different locations had been over tightened subsequently causing them to shift down the bearing threads. Further evaluation results determined that the bearing nut and inter hub were previously serviced; it is unknown who previously serviced the device. The harmonyair equipment boom operator manual states, (sec. 9) preventive maintenance states: 1. Regular service and maintenance must be performed only by steris or a steris-trained technician. Any work performed by inexperienced or unqualified persons, or the installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage." The device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.